Event description:
A call from a customer was received wanted to make a complaint about the depuy synthes because the first one fails. The tibia was removed and undergone a surgery. The patient called to check if they ever settled out of court or if the patient needed to get an attorney. Doi: not reported, dor: not reported, unknown knee.

Manufacturer narrative:
(B)(4) - (B)(6) 2022. (B)(4) medical records ad 26 sep 2022 (1) and (2) were reviewed by a clinician on (B)(6) 2022. (B)(6) 2022: office note states patient is a 64 y/o female with scleroderma. L knee replacement with attune was done in (B)(6) 2017. Patient was doing well until she had severe pain and knee giving way one month prior. She continues to not be able to walk long distances or do stairs without significant pain. Patient identifying features: wt 134lbs, ht 62 in. Patient¿s left knee was swollen with pain occurring over the proximal tibia. X-rays reveal significant lucency under the tibial plateau consistent with debonding of the tibial component from the cement mantle so revision was advised. (B)(6) 2022: revision of the left knee was performed. Intraoperative findings state that adhesions and scar tissue was found in the supra-patellar pouch and medial/lateral gutters. The femoral implant was stable but the tibial implant had de-bonded from the underlying cement mantle and was easily removed. The tibial tray and insert were removed and she was revised to attune revision tibial components and insert using depuy cement. There are no operative notes provided from the primary l tka providing part/lot of primary components that were removed nor any indication of the manufacturer of the primary bone cement at this time. (B)(4) - sep 26 2022. Update ad 26 sep 2022: in relation to aei note (B)(4), medical records and x-ray film received. Initiated medical records review task for the clinician. Pi photo analysis have been created for the investigation team to review the x-ray film received. Awaiting for the review of this 2 task. Once available this complaint will be updated accordingly. Doi: (B)(6) 2017, dor: (B)(6) 2022, left knee. Added unknown cement since the cement is known to be depuy. Changed unk knee tibial insert to unk knee all poly tibial attune. Also added concomitant products unk knee femoral attune ps, unknown knee patella and unk cement cmw both in the ip and pc level. Added account name, report source to legal, date of event, dob, age, height, weight, gender of the patient and revision surgeon. Corrected doi and patient identifier. (B)(4) - (B)(6) 2022. Spoke with patient on (B)(6) 2022. Patient states her primary was done in (B)(6) 2017. She had attune implants placed at that time. She was walking in the yard when she heard a pop and fell to the ground. She was then revised on (B)(6) 2022 due to a loose tray. The insert and tray were revised. She is seeking compensation and states she is looking for an attorney. Her information was provided to the legal team (see (B)(4) legal notification). Further communication will be provided by the legal team. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was not received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Based on the provided evidence, it cannot be determined that implant experienced migration and/or undesired movement through the implanted time. Therefore the report allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code. (B)(6) 2022; (B)(4) medical records ad (B)(6) 2022 (1) and (2) were reviewed by a clinician on (B)(6) 2022. 8-jun-2022: office note states patient is a 64 y/o female with scleroderma. L knee replacement with attune was done in (B)(6) 2017. Patient was doing well until she had severe pain and knee giving way one month prior. She continues to not be able to walk long distances or do stairs without significant pain. Patient identifying features: wt 134lbs, ht 62 in. Patient¿s left knee was swollen with pain occurring over the proximal tibia. X-rays reveal significant lucency under the tibial plateau consistent with debonding of the tibial component from the cement mantle so revision was advised. (B)(6) 2022: revision of the left knee was performed. Intraoperative findings state that adhesions and scar tissue was found in the supra-patellar pouch and medial/lateral gutters. The femoral implant was stable but the tibial implant had de-bonded from the underlying cement mantle and was easily removed. The tibial tray and insert were removed and she was revised to attune revision tibial components and insert using depuy cement. There are no operative notes provided from the primary l tka providing part/lot of primary components that were removed nor any indication of the manufacturer of the primary bone cement at this time. (B)(6) 2022 update ad (B)(6) 2022: in relation to aei note (B)(6), medical records and x-ray film received. Initiated medical records review task for the clinician. Pi photo analysis have been created for the investigation team to review the x-ray film received. Awaiting for the review of this 2 task. Once available this complaint will be updated accordingly. Doi: (B)(6) 2017; dor: (B)(6) 2022; left knee. Added unknown cement since the cement is known to be depuy. Changed unk knee tibial insert to unk knee all poly tibial attune. Also added concomitant products unk knee femoral attune ps, unknown knee patella and unk cement cmw both in the ip and pc level. Added account name, report source to legal, date of event, dob, age, height, weight, gender of the patient and revision surgeon. Corrected doi and patient identifier. (B)(6) 2022 spoke with patient on 15-aug-2022. Patient states her primary was done in (B)(6) 2017. She had attune implants placed at that time. She was walking in the yard when she heard a pop and fell to the ground. She was then revised on (B)(6) 2022 due to a loose tray. The insert and tray were revised. She is seeking compensation and states she is looking for an attorney. Her information was provided to the legal team (see attached (B)(4) legal notification). Further communication will be provided by the legal team.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was not received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Therefore the report allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. (B)(4)- oct 05 2022: (B)(4) medical records ad 26 sep 2022 (1) and (2) were reviewed by a clinician on 5-oct-2022. 8-jun-2022: office note states patient is a 64 y/o female with scleroderma. L knee replacement with attune was done in (B)(6) 2017. Patient was doing well until she had severe pain and knee giving way one month prior. She continues to not be able to walk long distances or do stairs without significant pain. Patient identifying features: wt 134lbs, ht 62 in. Patient¿s left knee was swollen with pain occurring over the proximal tibia. X-rays reveal significant lucency under the tibial plateau consistent with debonding of the tibial component from the cement mantle so revision was advised on (B)(6) 2022: revision of the left knee was performed. Intraoperative findings state that adhesions and scar tissue was found in the supra-patellar pouch and medial/lateral gutters. The femoral implant was stable but the tibial implant had de-bonded from the underlying cement mantle and was easily removed. The tibial tray and insert were removed and she was revised to attune revision tibial components and insert using depuy cement. There are no operative notes provided from the primary l tka providing part/lot of primary components that were removed nor any indication of the manufacturer of the primary bone cement at this time. (B)(4) - sep 26 2022 update ad 26 sep 2022: in relation to aei note (B)(4), medical records and x-ray film received. Initiated medical records review task for the clinician. Pi photo analysis have been created for the investigation team to review the x-ray film received. Awaiting for the review of this 2 task. Once available this complaint will be updated accordingly. Doi: (B)(6) 2017, dor: (B)(6) 2022, left knee. Added unknown cement since the cement is known to be depuy. Changed unk knee tibial insert to unk knee all poly tibial attune. Also added concomitant products unk knee femoral attune ps, unknown knee patella and unk cement cmw both in the ip and pc level. Added account name, report source to legal, date of event, dob, age, height, weight, gender of the patient and revision surgeon. Corrected doi and patient identifier. (B)(4) - sep 15 2022 spoke with patient on (B)(6) 2022. Patient states her primary was done in (B)(6) 2017. She had attune implants placed at that time. She was walking in the yard when she heard a pop and fell to the ground. She was then revised on (B)(6) 2022 due to a loose tray. The insert and tray were revised. She is seeking compensation and states she is looking for an attorney. Her information was provided to the legal team (see attached (B)(4) legal notification). Further communication will be provided by the legal team.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary device associated with this report was not received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Based on the provided evidence, it cannot be determined that implant experienced migration and/or undesired movement through the implanted time. Therefore the report allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.